Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.4 and 3.3. Patient self tester originally called in due to unexpected low result; inr = 1.4. Technical service went over technique and provided patient self tester with tips. Patient self tester retested and obtained inr = 3.3. He stated that the retest result seems to be more of what he expected. Patient called back to report that he had gotten a lab draw the same day. The lab inr = 1.9. Patient self tester has been testing on meter for over a year and has not had any issues with results before. He has been testing 3 times a week due to his cellulitis. Patient self tester is usually consistent and within range. He usually doesn't have a hard time getting a sample but did today and wanted to know if that was why his result was lower than he expected. Therapeutic range: 2-3.